Manufacturer narrative:
The device is being returned to physio-control for eval. Physio-control will submit a supplemental report on this event.

Event description:
The customer reported that when their device was returned to them from international affiliate after being re-worked for a field action repair, the charge-pak and low power icons were displayed on the device when it was removed from the shipping box.